Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the abutment site and was prescribed oral antibiotics (date not reported). On (B)(6), 2014 the patient underwent revision surgery due to infection. During the same surgery the abutment was removed and a cover screw was placed. The implanted device remains.